Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received an alert to connect a continuous glucose monitor or enter blood glucose, consistent with a bg run event when the sensor was not active, and that the bg run subsequently expired because the user did not start a new sensor until a replacement arrived; the user employs a freestyle libre 3 plus and used subcutaneous insulin via pen during this period. Symptoms included an asymptomatic elevated blood glucose reading of 401 mg/dl. Outcomes included no hospitalization and resolution of hyperglycemia to a reported glucose of 120 after sensor pairing and insulin use. Investigation included troubleshooting and user education on sensor pairing and bg entry during bg run. Investigation of this case revealed that the alert and bg run expiration were attributable to operation without an active paired sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user/system operating condition related to sensor availability and delayed sensor start.